Event description:
It was reported that on (B)(6) 2009, a xience v stent was implanted, after pre-dilatation, in a mid, first diagonal coronary artery and approximately 40 months later, on (B)(6) 2012, the patients presented to the emergency room with chest pains [angina]. An electrocardiogram and cardiac enzymes were essentially negative and the patient was treated with medications. The patient was discharged home the next day and planned to follow up with an outpatient stress cardiolite test. When the study site called the doctors office looking for the outpatient stress cardiolite test results, they were informed that on (B)(6) 2013, the patient presented to the emergency room again with chest pains [angina] and jaw pain and died three hours later. The autopsy is pending organ donation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.